Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors. Customer¿s blood glucose was 216 mg/dl at the time of incident. The customer stated that the self test was pass. The customer was able to rewind insulin pump. This was the second occurrence. Troubleshooting was performed for pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low-level failures alarms are confirmed in pump history file due to a broken trace at keypad assembly.